Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "severe swelling, pain, and numbness and skin is hot to the touch" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: ¿the product must not be injected into blood vessels.introduction of juvéderm volbella® xc injectable gelinto the vasculature may lead to embolization, occlusion ofthe vessels, ischemia, or infarction. Take extra care wheninjecting soft-tissue fillers, for example, after insertion ofthe needle, and just before injection, the plunger rod can bewithdrawn slightly to aspirate and verify the needle is notintravascular, inject the product slowly, and apply the leastamount of pressure necessary. Rare, but serious, adverseevents associated with the intravascular injection of soft-tissuefillers in the face have been reported and include temporaryor permanent vision impairment, blindness, cerebral ischemiaor cerebral hemorrhage leading to stroke, skin necrosis, anddamage to underlying facial structures. Immediately stop theinjection if a patient exhibits any of the following symptoms,including changes in vision, signs of stroke, blanching of theskin, or unusual pain during or shortly after the procedure.patients should receive prompt medical attention and possiblyevaluation by an appropriate health care professional specialistshould an intravascular injection occur (see health careprofessional instructions #12). ¿product use at specific sites in which an active inflammatoryprocess (skin eruptions such as cysts, pimples, rashes, orhives) or infection is present should be deferred until theunderlying process has been controlled. ¿injection site responses consist mainly of short-terminflammatory symptoms starting early after treatment andlasting = 30 days. Refer to the adverse events sectionfor details. Adverse events: ¿in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. ¿if laser treatment, chemical peeling, or any other procedurebased on active dermal response is considered after treatmentwith juvéderm volbella® xc, there is a possible riskof eliciting an inflammatory reaction at the implant site.an inflammatory reaction is also possible if the product isadministered before the skin has healed completely after sucha procedure. ¿common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. ¿in the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. ¿safety measures included incidence, severity, and duration of isrs and aes, subjects¿ assessments of procedural pain and of impact to daily activities using the recovery early life impact module of the face-q questionnaire, and evaluating investigators¿ assessments of tyndall effect, lip sensation, features of the lip, and changes in pronunciation. ¿the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. ¿in addition, two reports of blurry vision after injection into the periorbital area were received from postmarket surveillance for juvéderm volbella® xc used outside of the united states. Reported treatment included anti-inflammatories. The outcomes for these two reports were either ongoing or unknown at time of last contact (see warnings section). Instructions for use: ¿with patients who have localized swelling, the degree ofcorrection is sometimes difficult to judge at the time oftreatment. In these cases, it is better to invite the patient backto the office for a touch-up treatment. ¿patients may have mild to moderate injection site responsesafter treatment in the lips and perioral area, which typicallyresolve within 14 days. Ice may be applied for a brief periodfollowing treatment to minimize swelling and reduce pain. ¿within the first 24 hours, patients should avoid strenuousexercise, extensive sun or heat exposure, and alcoholicbeverages. Exposure to any of the above may cause temporaryredness, swelling, and/or itching at the injection sites. ¿supplementary anesthesia may be used for additional pain management during and after injection.

Event description:
Company representative reported that after a patient was injected in the lips with 0.55cc of juvéderm volbella® xc they are now experiencing "severe swelling, pain, and numbness and skin is hot to the touch." Filler was dissolved using hylenex but symptoms are ongoing at this time.